Event description:
A surgeon reported that a memory lens iol implanted in the right eye of a patient in 2000 (exact date not provided) has been explanted, replaced and vitrectomy performed due to opacification (diagnosed as moderate in 2004). Iris/trauma/chafing: "superior for prior irido corneal adhesions" noted post op. The last patient exam was in 2008, visual acuity 20/30+ with new iol. Prognosis as of last visit: excellent, condition stable. No further information has been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured in 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.